Manufacturer narrative:
(B)(4) additional information: added lot number and expiration date and device manufacture date. Device evaluation: returned for evaluation was a 40cc 8.0fr fiberoptix sensor (fos) iab. The bladder membrane was wrapped in bubble wrap upon return. While sliding the catheter out of the bubble wrap, the flex tip assembly broke from the distal tip of the catheter. The arterial pressure (ap) line typically supplied with the iab kit was returned connected to the injection lumen. Blood was noted within the bladder membrane. The central lumen was also found broken approximately 38.0cm from the distal tip of the catheter. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The fos and cal key were connected to the intra-aortic balloon pump (iabp). See other remarks section. Other remarks: the pump displayed a "ll pl" status indicating a potential broken fiber. The fiber was found broken approximately 1.3cm from the distal tip. The iab was submerged in water and leak tested. A leak was found approximately 1.5cm from the distal tip. Under microscopic inspection, a puncture consistent with contact from the broken fiber was found. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in the helium pathway is confirmed. A puncture consistent with contact from the broken fiber was found near the distal tip of the catheter which potentially allowed blood to enter the helium pathway. The broken central lumen may have also potentially allowed blood to enter the helium pathway, but no issues were noted with the central lumen in the event details. It cannot be determined which issue was the primary cause of the reported complaint. The root cause of the broken fiber and central lumen is undetermined.

Event description:
It was reported that the patient was admitted with chest pain on (B)(6) 2015. The md did ptca (percutaneous transluminal coronary angioplasty) vein graft with stent on (B)(6) 2015. Another md on (B)(6) 2015 aspiration to vein graft that had occluded and an iab inserted. Indication for intra-aortic balloon pump (iabp) therapy: prophylactic increase perfusion. The intra-aortic balloon (iab) was inserted via a sheath with the sideport into the patient's left femoral artery without issue. Within minutes of initiating pumping, a possible helium loss alarm occurred (pump s/n (B)(4)). They started the pump back up after checking all lines and within a couple minutes, blood came back into the driveline. The md then pulled the iab and decided to not place another as the patient was stable. The iab was removed within 20 minutes of blood noted in the helium driveline. Pump strips were generated, but are not available for review. X-rays were performed at the time of the incident (fluoroscopy in lab). The description of the x-ray findings is as follows: clean aorta, no sign of calcification. The x-rays are not available for review. The iabp therapy was interrupted; the patient received less than 10 minutes of iabp therapy. The outcome of the patient is stable upon transfer from the lab.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was admitted with chest pain on (B)(6) 2015. The md did ptca (percutaneous transluminal coronary angioplasty) vein graft with stent on (B)(6) 2015. Another md on (B)(6) 2015 aspiration to vein graft that had occluded and an iab inserted. Indication for intra-aortic balloon pump (iabp) therapy: prophylactic increase perfusion. The intra-aortic balloon (iab) was inserted via a sheath with the sideport into the patient's left femoral artery without issue. Within minutes of initiating pumping, a possible helium loss alarm occurred (pump s/n (B)(4)). They started the pump back up after checking all lines and within a couple minutes, blood came back into the driveline. The md then pulled the iab and decided to not place another as the patient was stable. The iab was removed within 20 minutes of blood noted in the helium driveline. Pump strips were generated, but are not available for review. X-rays were performed at the time of the incident (fluoroscopy in lab). The description of the x-ray findings is as follows: clean aorta, no sign of calcification. The x-rays are not available for review. The iabp therapy was interrupted; the patient received less than 10 minutes of iabp therapy. The outcome of the patient is stable upon transfer from the lab.